Event description:
During balloon angioplasty of left popliteal artery, stent could not be retracted through sheath requiring surgical intervention to remove. During surgical removal, stent was removed in its entirety, but sheath could not be removed. A stiff wire was then placed through the sheath splaying the bifurcation enough to allow removal of the sheath in its entirety.